Manufacturer narrative:
This supplemental medwatch report corrects information submitted in the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated and g4 (PMA/510(k) #).

Event description:
Complainant alleged that during functional testing, the device displayed a "compressor failure -1001" error message.complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the forensic memory log. However, the device was put through extensive testing without duplicating the report. The flow screens were replaced as a precaution. The customer received a replacement device. Analysis of reports of this type has not identified an increase in trend.